Event description:
Three (3) days after the index procedure, the patient complained of chest pain and demonstrated st segment elevation on the ECG. Coronary angiography revealed thrombus in-stent and proximal to the previously placed cypher stent. The stent was reported to be totally occluded by the thrombus. The sub acute thrombosis (sat) was treated by aspiration, and balloon angioplasty. The physician commented that the probable cause of the sat may have been due to ivus not being done and the possibility the cypher stent (which was deployed at nominal pressure) was probably under -dilated. The physician also stated that the patient demonstrated side effects from the ticlid, and was given cilostazol which may not have been effective.